Event description:
It was reported that, "the surgeon performed a revision surgery on the pt on (B) (6) 2010. Because the eon stem had loosened in the pt's intramedullary. Therefore, the surgeon implanted a new eon stem instead of it. Additionally, also the locking ring of the centrax had came off from shell. Therefore, the surgeon implanted a new centrax instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-00271.